Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for an explant procedure. Prior to the procedure, it was noted, that the pacemaker and the right atrial (ra) lead exhibited undersensing and oversensing, myopotentials oversensing. The pacemaker and ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.